Manufacturer narrative:
No injector was returned for evaluation for the report of the injector damaging the lens; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the handpiece plunger malfunctioned and damaged the lens. The lens was not implanted. There was no patient injury. Additional information has been requested.